Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was exhibiting oversensing and undersensing. It was noted that this patient has received an inappropriate shock from this system in the past. Technical services (ts) analyzed device episode data and found t-wave oversensing occurring due to low amplitude r-wave amplitudes. Ts suggested an exercise test for best programming. No adverse patient effects were reported. Currently, this s-ICD system remains in service.